Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 2.25mmx8mm target lesion was located in the moderately tortuous obtuse marginal branch accessed by the femoral artery. A 2.25x12mm promus element ¿ drug-eluting stent was deployed in the target lesion; however, a dissection was noted. The procedure was then completed with another of the same device. No further complications were reported and the patient's status was stable.